Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized on (B)(6) 2017. The customer reported that his low reservoir warning did not work and he was in the hospital. The customer reported that the customer was hospitalized twice for this issue. The customer stated he did not know pump reservoir was low and blood glucose became high. The patient's blood glucose at time of incident was unknown. The patient's current blood glucose was 192mg/dl. The customer reported that blood glucose at the time of incident was 440mg/dl something. The customer was treated for high blood glucose with intravenous drip. The customer woke up and started vomiting and couldn¿t breathe. The customer noticed reservoir was empty with no warning. The cause of hospitalization was diabetic ketoacidosis. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as they did not give low reservoir warning. The customer stated the drive support cap appeared normal (slightly indented). The customer does not feel comfortable continuing to use this pump due to low reservoir alarm. The insulin pump will be returned for analysis.